Event description:
Minimed 770g cgm system in auto mode continued to give basal rate below low threshold during a continued decrease trend. This has happened before and complained to minimed who stated to remove from auto mode at night to prevent. The complaint is not tracked by minimed to insure appropriate tracking, i.e. No complaint number provided for tracking so I can verify logging of complaint. Also, I was informed that the algorithm used to determine basal dose does not take into account insulin sensitivity and assuming that such a low does would not effect someone allows for the algorithm to continue dosing during a low event. This led to me to go from 78 to below 50 while asleep. I was surprised to learn this and believe that for the equipment to be safe it should not allow any dosing below the threshold unless on an upward trend and within 20 of the low threshold end. To conclude: the algorithm and complaint process needs to be reviewed and corrected. The algorithm should take into account the insulin sensitivity of the patient and a warning that it does not until problem is corrected and it should not allow for a basal dose when a decreasing trend is calculated and below the lower threshold set by the operator. The complaint procedure of medtronic/minimed should allow for tracking throughout the system to insure all complaints are captured and properly addressed. I cannot be the only complaint on these type of events while using the minimed system. FDA safety report ID# (B)(4).